Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that after inserting the sensor, the patient complained of pain at the site. The sensor was removed, and the sensor wire was missing. There is no evidence of redness or swelling at insertion site. Patient complained of localized soreness at insertion site. At the time of the call to technical support, the patient is in fine condition.